Manufacturer narrative:
MDR 1718912-2016-00039 is associated with argus case (B)(4), biotene unknown.

Event description:
Death [death]; bad reaction [adverse drug reaction]; unable to swallow food [swallowing difficult]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of death in a male patient who received glucose oxidase (biotene unknown) unknown for drug use for unknown indication. On an unknown date, the patient started biotene unknown at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene unknown, the patient experienced death (serious criteria death and gsk medically significant), adverse drug reaction (serious criteria hospitalization) and swallowing difficult. The action taken with biotene unknown was unknown. On an unknown date, the outcome of the death was fatal and the outcome of the adverse drug reaction and swallowing difficult were not reported. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death and swallowing difficult to be related to biotene unknown. The reporter considered the adverse drug reaction to be related to biotene unknown. Additional details, the consumer's wife reported via (B)(6) that biotene put her late husband in hospital for five days because he had a bad reaction to it. The consumer's wife indicated that right after taking the product he was unable to swallow any food and he went immediately to emergency.